Manufacturer narrative:
Concomitant medical products: mestinon, insulin. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the product has been requested. No additional information is available at this time. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported a right eye with endophthalmitis against the xen®45 gts. Treatment was provided as "multiple intravitreal tap and injections of antibiotics and a vitrectomy." The event of endophthalmitis has been resolved. The device remains implanted.

Manufacturer narrative:
The reported events of vision loss, high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information reported patient underwent 3 bleb needle revisions prior to developed endophthalmitis. Treatment also provided as ac washout, and intravenous injections of ceftazidime, vancomycin and dexamethasone. Culture showed streptococcus pneumonia. At discharge, patient vision was noted as was lp.